Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have one blade broken at the midpoint. A piece approximately 0.073" x 0.257" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the user noticed that the tip of a harmonic ace instrument was broken while suturing the soft tissue. There was no collision between instruments. The fragment fell into the patient and was retrieved during the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the fragments were retrieved during the same procedure and confirmed via visual inspection. No surgical procedures or post-operative tests were performed. There was no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital. The reporter did not know the instrument's batch sequence number. The instrument was used for 5 minutes prior to the event. Upon final removal of the instrument, the wrist was straightened, and the staff did not feel any resistance upon removal of the instrument through the cannula. The surgical team did not notice any damage to the cannula after the event. The fragment was not returned to isi for evaluation. Information on patient demographics and related information (relevant tests, relevant patient history, including pre-existing medical conditions) was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy.